Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that she was in the operating room and the lead they were using had blood within it. The bad lead was not used and was replaced by a good lead. The patient had success. The indication-for-use was unknown.

Event description:
Additional information received from the manufacturer representative reported that the lead would not be returned because the hospital disposed of it.